Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received with the handle and capsule fully closed. Delamination was evident to the capsule. Separation was evident to the end-cap. The deployment knob was unable to retract or advance the capsule. The trigger could not move to either fully advanced or fully retracted positions; however, it was possible to retract the capsule by rotating the actuator while holding the tip retrieval mechanism in place. The returned valve deployed with an infold noted. Following successful deployment of the valve, it was possible to advance and retract the capsule by rotating the actuator without holding the tip retrieval mechanism with no issues noted. The screw gear snap fit had both tabs broken and scratches were evident. No other deformation was evident to the remainder of the device. Updated: d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, the deliv sys d-evprop23-29 system exhibited an issue in which the tip retraction mechanism was automatically being pushed backwards, and the nosecone was not moving to release the valve, causing the system to remain closed during attempted deployment. This issue was observed while the second operator rotated the handle to implant the valve. The delivery catheter system (dcs) with the loaded valve was withdrawn from the patient and replaced with a new dcs and valve, with which a successful implant was performed. No patient complications have been reported as a result of this event. Additional information was received indicating that a misload was not identified during loading and a valve infold was not observed during deployment.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle and capsule fully closed. Delamination was evident to the capsule. The deployment knob was unable to retract or advance the capsule. The trigger could not move to either fully advanced or fully retracted positions, however, it was possible to retract the capsule by rotating the actuator while holding the tip retrieval mechanism in place. The returned valve deployed with a infold noted. Following successfully deployment of the valve it was possible to advance and retract the capsule by rotating the actuator without holding the tip retrieval mechanism with no issues noted. The screw gear snap fit had both tabs broken and scratches were evident. No other deformation was evident to the remainder of the device. The reported deployment difficulties could be confirmed through analysis. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, the deliv sys d-evprop23-29 system exhibited an issue in which the tip retraction mechanism was automatically being pushed backwards, and the nosecone was not moving to release the valve, causing the system to remain closed during attempted deployment. This issue was observed while the second operator rotated the handle to implant the valve. The delivery catheter system (dcs) with the loaded valve was withdrawn from the patient and replaced with a new dcs and valve, with which a successful implant was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.